Manufacturer narrative:
(B)(4). Logs received only, device receipt pending. An event log review was performed; no programming issues were identified that would explain why the dose completed early. Device were requested. A follow-up report will be submitted once the eval has been completed.

Event description:
The customer reports zosyn 100ml was to be infused over 4 hours, but the complete dose was infused in 20 minutes. The nurse state that she programmed it for a "regular infusion" and not and "extended infusion." Four pc units and 14 pump modules were in use and the customer is not sure which pump was infusing the zosyn and cannot match the date and time the event was supposed to have happened. With the logs from the pump. The customer stated that pt went to surgery and died later; however, "the cause of death was massive right heart failure and in no means relate to the zosyn infusion." A similar event occurred on the same pump module later in the day. See report #2016493-2013-00286 for the second event. No further pt or event information is available.